Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
Upon interrogation, an episode of ventricular fibrillation was noted, but the iegm was not clear as to if the issue was noise. The patient will be monitored.